Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by an rn - the team mentioned a few things about the new ultrasound from over the weekend. They feel like there is a delay or screen refresh issue where they move the probe and it takes a second for the picture on the screen to catch up. The higher the filter settings, the bigger the delay. They feel like the delay is what is making it hard to see the needle tip and even tissue displacement during line placement.